Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was selected. The doctor was manipulating a pigtail catheter in the laa when a contrast injection was performed. The contrast was now in the epicardial space around the heart. The physician believes manipulation of the pigtail catheter caused perforation of the laa. The access system was in use but away from the appendage and had not been advanced into the laa yet. The patient was stable, so the physician decided to deploy a 21 mm watchman closure device. An activated clotting time (act) of 322 was noted during the procedure. Upon release of the closure device, heparin was reversed with no change in patient hemodynamics. The patient was stable and was discharged the following day.